Manufacturer narrative:
(B)(4). Additional concomitant medical products: item # 51-145090, stem, lot # unk; item # 650-1056, head, lot # unk; item # unk, shell, lot # unk. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05754, 0001825034 - 2018 - 05755, 0001825034 - 2018 - 05757.

Event description:
It was reported that approximately 6 weeks post implantation, the patient developed urinary retention that required a urethral procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # 650-1064, taper, lot # unk, item # 650-1057, head, lot # unk, item # 13-104054, cup, lot # unk, item # 51-107140, stem, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09262.